Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were seen by their dentist and specialist. They believe that the orthodontic treatment may not be suitable for this patient. Their assessment indicates that the patient has a true bolton discrepancy - which is a significant size difference between the upper and lower teeth. This variation can lead to discomfort, aesthetic concerns, and dental health issues if left unaddressed. There are other issues as well, but the bolton discrepancy is main issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.